Event description:
Cordis stent was implanted in 2004. Within hours pt developed rash, severe itching, swelling, pain in joints and muscles, hives. Dr said "not his problem." Pt was discharged the next afternoon. Two days later pt went to their primary dr. He prescribed allegra and atarax.